Manufacturer narrative:
Date of report : 11feb2019, date rec¿d by MFR : 08feb2019. The customer replaced the defective central processing unit and updated the installation options to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit restarted while on a patient and an error code was observed. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 03mar2019. MFR site: correction. Device returned to manufacturer. A central processing unit (cpu) was returned to the failure investigation (fi) lab for evaluation. Visual inspection of the cpu revealed no damage or contamination. The cpu was installed in the fi test ventilator in an attempt to duplicate the reported problem. Operational testing was performed and the test ventilator powered up from alternating current (ac) and deliver breaths and running the ventilator for 15 hours and power cycling for 30 cycles did not produce any errors. The returned cpu was installed into the fi test ventilator. The test ventilator was booted into the diagnostic mode and the diagnostic report (drpt) report was reviewed for error codes. The returned cpu was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.